Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on an error state. A technical support specialist (tss) identified that a database error occurred during the recovery process. The database backup was reviewed, the corrupted database was deleted, a new blank database was placed, and a full synchronization was performed. The station was brought back up and running successfully. The customer confirmed that there were no further issues. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.